Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are misaligned insertion, and prying/leveraging the device during insertion.

Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that an ar-1927bct-475 suture anchor, biocomposite corkscrew, had an issue. When inserting the suture anchor, the surgeon punched and tapped, and the anchor broke. The anchor was removed with no fragments left inside the patient, and the case was delayed less than 10 minutes. The case was completed successfully using another ar-1927bct-475 suture anchor. This was discovered during a rotary cuff repair procedure on (B)(6) 2023, with no reported patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.